Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. A supply change was performed and the occlusion alarms continued. Blood glucose level was over 400mg/dl. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. Additionally, it was reported the pump was warm to the touch. Tandem technical support educated the customer on the pump's temperature range.